Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient was seen by healthcare professional for follow up visit. The right ventricular (rv) lead was noted with high threshold. Physician aware of the high rv threshold and ipg premature battery depletion. The ipg and rv lead remain in use, and patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient call reporting feeling burning sensation around the pacemaker for approximately 20 minutes. Patient also reported dizziness. Patient indicated physician stated the ipg may only last two years. The patient questioned whether the battery longevity was normal, and if action is being taken to improve longevity. Patient indicated the ipg was programmed to "4". The patient has discussed with physician, and ipg device check has been performed. The patient was informed to discuss symptoms and questions regarding ipg programming with physician. The ipg remains in use. No patient complications have been reported as a result of this event.